Event description:
It was reported that the patient developed an infection while wearing the device. The patient reports insulin being too deep at the pod infusion site. The patient reports having a hard area under the skin at the pod infusion site. The patient reports they went to the hospital emergency room. The patient was treated at the emergency room with intravenous fluids as well as antibiotics and a bandage for the pod infusion site. The patient was at the emergency room for 5-6 hours. The patient reports they had followed up with their primary care doctor who referred the patient to a surgeon. The patient reports they had surgery at the pod infusion site. The patients pod infusion site was lanced and the insulin and infection under the skin was removed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.